Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. Customer declined troubleshooting with tandem technical support and stated all pump supplies will be changed. Customer had elevated blood glucose (bg) levels reaching 290 mg/dl. Customer delivered a bolus to address elevated bg levels. Reportedly, bg levels stabilized and lowered to 160 mg/dl.